Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). The second and third shock did successfully convert the arrythmia. The plan is to continue to monitor. At this time, the device remains in service. No additional adverse patient effects were reported.